Event description:
The distributor contacted animas on 02/05/2015 alleging the pump had a call service alarm (087) issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4)

Manufacturer narrative:
Follow-up #1: date of submission 04/23/2015.device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: on investigation the pump was exercised for 24 hours; during the rewind step, the pump emitted a call service alarm (69). The complaint was duplicated during investigation. The call service alarm was determined to be the result of a single component failure on the printed circuit board.